Event description:
The device was used during a low anterior resection procedure. Reportedly, four weeks post operative, the pt returned to the hospital with a leak at the anastomosis site and peritonitis occurred. The surgeon performed a colostomy and a hartman procedure. The pt expired on 08/03/99. At the time of the call, no statement was made that the death was attributed to the instrument.